Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump exhibited a system fault error. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe holder. The customer stated problem was duplicated. The device was alarming an error code 112 during testing and indicate a problem with microprocessor board issue. It was determined that the microprocessor board was inoperable so it was replaced together with the front housing as part of the repair process. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.